Event description:
The user facility reported to olympus that the 4k autoclavable camera head had no image during an unknown procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center could not confirm the customer's event. The device had a damaged cable insulation and failed the leak test. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon ¿no image¿ was not reproduced. The cable failed the leak test. Thus, it was determined that an image was not temporarily displayed because water temporarily entered from a cut on the cable, resulting in communication failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.